Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when the doctor was about to insert the dxr00v model intraocular lens (iol) he noticed a defect; cartridge tip had contact with the patient¿s ocular dexter (right eye). Back-up lens was used to complete the procedure and there was no medical or surgical intervention. Patient status post-procedure was reported as doing fine. Suspect iol is not available for return as it was discarded. No further information is available.